Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided instructions for resetting the pump, and after following up, confirmed the issue was resolved. The customer resumed using the pump for insulin therapy and technical support planned to close the case.